Manufacturer narrative:
The device was powered on and the sleep/wake button was fully responsive to all touch inputs even through 4mil nitrile gloves. The engineering logs were also downloaded and no malfunction alerts were found. See files section for engineering logs and video review.

Event description:
It was reported that an ilet bionic pancreas experienced intermittent failure of the sleep/wake button, resulting in the device not turning on multiple occasions and necessitating device shutdown and replacement; the affected component was the device user interface button. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health, no emergency treatment, and no hospitalization. Investigation included review of user testimony and collection of a video demonstration of the failure. Investigation of this case revealed a malfunction of the sleep/wake button consistent with a nonresponsive hardware interface. It was concluded that the device malfunctioned and required replacement, with user guidance provided on shutdown and data syncing.